Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the an unspecified medication dose was increased and the tubing was disconnected. There was no patient harm. Although requested, additional information was not provided.

Manufacturer narrative:
The report that an unspecified medication dose was increased and the tubing disconnected was partially confirmed. Physical inspection of the device noted no damage or abnormalities. Review of the pump module error log found no errors. Log analysis showed that an initial infusion was started at 2:24 pm at a rate of 23.1937 ml/h and vtbi of 150 ml. The rate was reprogrammed 6 times with incrementally increasing rates, up to 139.163 ml/h with the vtbi of 114.699 ml, until 3:13 pm. The last recorded programmed infusions for this device occurred on (B)(6) 2020, when the pump module was attached to pcu s/n (B)(6) and assigned unit ID c. Rate accuracy testing found the device infusing within specifications. The root cause of an unspecified medication dose increasing and the tubing disconnecting could not be identified. The log analysis identified that the infusion had been manually increased six times before being turned off. A tubing disconnect could not be ascertained from the log review and the tubing was not returned for analysis. Device history review: review of the sn (B)(6) service history record showed that the device was manufactured on (B)(6) 2019. A review of the device service history record was performed beginning from the date of manufacture to the present date(B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device.

Event description:
It was reported that an unspecified medication dose was increased and the tubing was disconnected. There was no patient harm. Although requested, additional information was not provided.